Event description:
Toxic shock syndrome [toxic shock syndrome]. Had shock /some sort of shock [shock]. Tingling in body like an allergic reaction [paraesthesia]. Body aches [pain]. Eyes bloodshot [ocular hyperaemia]. Sunburn like rash over whole body [rash erythematous]. Dizzy [dizziness]. Fainted in the emergency room [syncope]. Blood pressure 60/39 [blood pressure decreased]. Not feeling well [malaise]. Skin was red [erythema]. Burning up with fever [pyrexia]. Vomiting [vomiting]. Flu-like symptoms [influenza like illness]. Almost fainted twice at home [presyncope]. A consumer reported that they, a female used tampon super, scent unknown and reported the following: toxic shock syndrome / had shock, tingling in body like an allergic reaction, body ache, flu-like symptoms, eyes bloodshot, sunburn-like rash over whole body, dizzy, almost fainted twice at home and fainted in the emergency room, blood pressure 60/39, not feeling well, skin was red, burning up with fever, and vomiting. The consumer stated that she went to the emergency department in 2009; she was admitted to the hospital ICU for four days and "was tested for everything". Treatment included unspecified intravenous fluids and antibiotics. She stated that she was moved to a step-down unit at night two days later, and she was released from hospital the next day, with a prescription for oral antibiotics to be taken for two weeks. She had been advised to discontinue use of tampons. The case outcome was improved. No further information was provided.

Manufacturer narrative:
Lot number not provided by consumer and product not received to date therefore, unable to proceed with product investigation. Procter & gamble (p&g) is submitting this report only because it believes an event that meets the requirements may have occurred. This does not mean the p&g believes the device manufactured by p&g may be defective or has malfunctioned, or that a product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of the kind by p&g. Reason that the device has not been evaluated by the